Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the lock ring was rotated into the correct position. For functional testing, the reload was loaded into a medtronic representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire, and the reload could not physically be connected to the stapler when the user attempted reassembly. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the surgeon was able to squeeze the handle, but the device did not fire. The reload was disassembled from the stapler and was attempted to be reassembled but the reload could not physically be connected to the stapler. Another reload was used to complete the case. There was no patient injury.